Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) instructed the operator via phone support to reseat all the tarpon amp boards. The customer confirmed that the reseating the tarpon amp boards resolved the issue. Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier case: (B)(4).

Event description:
The customer reported that the fc 500 flow cytometer was not passing flowcheck. The instrument was generating amp board errors for all amp board channel locations. There was no report of death, injury, or change to patient treatment as a result of this event.